Event description:
Police department personnel responded to an ems call and found a 92 year old male with an "extremely hairy" chest who had been down for an unknown amount of time. Personnel attached combination electrodes to the patient without skin prep. The device was powered on and reportedly gave continuous connect electrode message. The ems crew arrived on scene and treatment was transferred and a back up device was used. At that time, paramedics arrived on scene and the patient was pronounced dead. The reporter stated that the device did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.